Event description:
It was reported that (10) pcu front cases are being replaced due various keypad issues. Biomed reported: "that all of the issues were found on the floors during various uses of the devices, usually before treatment."

Manufacturer narrative:
Additional information provided: d.4 & h.4.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (10) pcu front cases are being replaced due various keypad issues. Biomed reported: "that all of the issues were found on the floors during various uses of the devices, usually before treatment."